Event description:
It was reported that an ilet user experienced hyperglycemia after disconnecting to shower and then reconnecting without fully clicking the inset, 6 mm, 23 in infusion set tubing into the site. Symptoms included hyperglycemia with an unknown peak as the user does not recall. Outcomes included no health consequences, no outside assistance, and no medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to an improper reconnection procedure and failure to follow instructions involving the infusion set cannula and connector. It was concluded, based on previously established findings for similar reports, that user error was the cause.